Event description:
It was reported to nuvectra that during trial implant, the patient experienced sensitivity and was not able to tolerate the lead entry into the epidural space. Subsequently, the patient was uncomfortable moving forward and the trial was aborted. There was no product malfunction and the patient is doing well.